Manufacturer narrative:
Product event summary: the guidewire was returned and analyzed. The analysis indicated that the guidewire was unraveled. The guidewire was damaged. Visual analysis of the lead indicated damage during use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during placement of the left ventricular (lv) lead, the zinger wire broke off inside the lead body when removing the wire. It was noted that the distal end of the wire was in the lead and coming out of the end of the lead. The lead and wire were not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the guidewire was returned and analyzed. Visual analysis of the lead indicated the wire is stretched and pulled apart at the distal end and missing the tip. As received the distal end of the wire is missing the distal 2 centimeters including tip and distal bond joint. The end of the core wire is curled and is kinked in several places. The wire is stretched from the proximal bond forward approximately 27 centimeters. If information is provided in the future, a supplemental report will be issued.